Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A review of the risk document was performed for this investigation. The reported event is addressed and the residual risk for this event is low. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿incorrect operation.". However, there was insufficient information to confirm this potential root cause. A labeling review is not required because labeling could not have prevented the reported issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter worked fine, but the kit was missing the saline flush. The kit was one that had the yellow sticker that noted it did not include latex gloves. The learning and development (l&d) team did utilize the catheter without issue once they added a saline flush.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter worked fine, but the kit was missing the saline flush. The kit was one that had the yellow sticker that noted it did not include latex gloves. The learning and development (l&d) team did utilize the catheter without issue once they added a saline flush.